Event description:
It was reported that the patient came into the clinic beacuse he was symptomatic. The device could not be interrogated with two separate programmers. The patient was put on a 12 lead EKG and his intrinsic rate was 60 ppm with no pacing spikes and the pacemaker was programmed to 70ppm. There was no magnet response. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed a no output and no telemetry condition. Further testing revealed a low battery voltage, however no high current drain condition was found. The low battery voltage was the result of a solder short on an integrated circuit.